Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 110 mg/dl, and the meter bg reading was 239 mg/dl. Reportedly, a second cgm bg reading was 300 mg/dl, and the meter bg reading was 50 mg/dl. As a result of the inaccurate cgm the customer went to the emergency room (ER) for a low bg of 50 mg/dl. The customer reported they were observed and bloodwork was completed; however, no treatment was administered. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ER. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer, but no response was received.